Event description:
A report was received that the patient was experiencing soreness and tenderness at the pocket site. The ipg would not charge and was protruding from the skin. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the pocket site. The ipg would not charge and was protruding from the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2012. Additional suspect medical device components involved in the event: model #: sc-8216-50, serial / lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.